Event description:
Healthcare professional reported left side deflation. Patient representative additionally reported "painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl," "seromas," "physical pain," "scarring and disfigurement," "breast swelling," "rashes or itching," "breast pain," "capsular contracture baker grade unknown," "chronic insomnia," "irritable bowel," "chronic gastrointestinal upset or reflux," "significant weight loss," "diarrhea/vomiting/nausea on an ongoing basis," "ptsd," "and other physical and emotional manifestations that are severe and ongoing," "panic disorder," and "anxiety." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, seroma, capsular contracture baker grade unknown, anxiety-product/procedure, edema, depression, pain, skin rash/dermatitis, not device related: nausea, chronic insomnia, irritable bowel, chronic gastrointestinal upset or reflux, diarrhea/vomiting, significant weight loss.